Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. The customer was hospitalized on (B)(6) 2017 with a blood glucose level of 600 mg/dl. Customer's blood glucose level went down to around 200 mg/dl. The customer was wearing the insulin pump at the time of hospitalization. The reservoir leaked. Air bubbles the size of a dime were along the tubing length. The infusion set was curved. The insulin pump alarmed no delivery. The customer was advised that the device would be replaced and agreed to return the product for analysis.